Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects. The reported patient effect of dyspnea, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that a unspecified xience alpine stent was implanted in the proximal left anterior descending artery (lad) and the patient was discharged. Within 1 month the patient presented with symptoms of shortness of breath and was re-admitted to the hospital. There was no reported treatment and the patient was discharged on aspirin and clopidogrel medication. No additional information was provided.